Manufacturer narrative:
The reported event of unacceptable capture was not confirmed. A full lead was returned in one piece for analysis. Visual examination and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited high capture threshold due to suspected dislodgement. During reposition procedure, it was also found that the rv lead was unable to be implanted due to patient anatomy. The ra lead was explanted and replaced with an active fixate alternate. The patient was eventually discharged.